Event description:
It was reported that the customer had a motor error, no delivery alarm. The blood glucose level was 200 mg/dl. Customer states they do not use the sensor feature and they are able to rewind. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.